Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported ,the pt had one charging session where she experienced heating at the ipg site. When she felt the sensation, she stopped and waited. The pt noted, the paddle of the charger felt warm. The pt reported, she was able to charge again without the issue recurring. F/u identified the pt was monitoring the issue and had not reported any add'l occurrences.